Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's system showed low impedances and caused uncomfortable stimulation when active. Surgical intervention was undertaken on (B)(6) 2023, where the extensions were removed and a new ipg was inserted directly to the leads. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.